Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found evidence of light grey, brown and black dust like contamination in the filter seating area and interior surface of the lower enclosure panel. The manufacturer also found evidence of fine black and light brown particulate contamination, and black dust like particulates, white hair like contamination and foreign object debris in the blower inlet, blower box, filter seating area, blower and blower outlet seal. The manufacturer completed an internal visual inspection. The manufacturer found evidence of light brown, black particulates, dust like contamination, fine white hair like contamination and plastic debris in the filter seating area, enclosure panel, blower outlet seal, blower inlet, blower and blower outlet seal. The manufacturer found no evidence of sound abatement foam degradation /breakdown. The device's event log was reviewed by the manufacturer and found the error log showed 3 instance of: e-53, e-130 and e-200. The manufacturer concludes the contaminates found were consistent with black particle, dust, hair like objects, plastic and keratin, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown. Section d9, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.